Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) up to 500mg/dl associated with occlusion alarms. There were no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Reportedly the occlusion alarms occurred with more than one set of supplies. During troubleshooting, the reporter was instructed to change the cartridge and the pump was able to then prime without an occlusion alarm. Troubleshooting determined that the cartridges were not being used per instructions for use.

Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.